Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced two events of infusion set introducer needle were difficult to remove from infusion site on which led to scarring of tissue on the abdomen. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient city: (B)(6). Patient country: spain.